Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the hospital from school due to high blood glucose which could not be lowered. Customer was hospitalized on (B)(6) 2016 with blood glucose of over 666 mg/dl. Customer had symptom of nausea and vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was off of insulin pump for three hours prior to hospitalization. During troubleshooting for high blood glucose, it was found that drive support cap was normal; customer declined to check for site issues; time, date, and basal rates were correct; bolus wizard were correct. Insulin pump passed high pressure test. Customer had received a no delivery alarm but declined troubleshooting. Customer was advised that insulin pump worked as designed. Customer was advised to change infusion set, reservoir and insulin and to treat per healthcare professional's advice.